Event description:
Finished cleaning and turning patient when noticed o2 saturation dropped to the 70's-80's. Changed location of o2 sat probe and also changed the o2 sat cable. Monitor continued to read o2 sat of 70-80%. Patient had very weak pulses and as a result had several attempts for an abg. Abg received and pao2 saturation was low. Questionable whether it was a true abg or from a venous site. Decided to place an arterial line. Arterial line was placed after several attempts. Second abg drawn after arterial line. Pao2 within normal range. Patient also received a bronchoscopy. During this time a portable o2 saturation monitor received from or and noticed discrepancy from portable saturation monitor to the monitor in the room. Portable saturation monitor read 99% while the monitor in the room read 80%. Decided to change out the tram in the monitor and the new tram correlated with the readings from the portable saturation monitor.